Manufacturer narrative:
Patient information was unavailable from the site. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a procedure. It was reported that the site was unable to register using navigation and CT scan. Surgeon opted to abort the use of navigation and imaging. There was a delay of 15-20 minutes. No known impact on patient outcome.